Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that, the patient with this implantable cardioverter defibrillator (ICD) was on vacation in italy and received a shock. Upon review in the emergency room (ER) this ICD was found to be operating in safety mode. Subsequently, this ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that, the patient with this implantable cardioverter defibrillator (ICD) was on vacation in italy and received a shock. Upon review in the emergency room (ER) this ICD was found to be operating in safety mode. Subsequently, this ICD was explanted and replaced. No additional adverse patient effects were reported.